Event description:
Healthcare professional reported left side capsular contracture baker grade unknown and rupture. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is a medical event. Not related to the device. Rupture: no observed, rupture on the device. Additional observations: deformation device observed, on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii.